Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) did not work properly. Two weeks later, a revision surgery in which the left cylinder was removed and replaced due to a hole in the cylinder. The cause of the cylinder hole was not explained in detail by the hospital. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the cylinder and pump underwent a thorough analysis. Both components were visually and microscopically examined, and functionally tested. No anomalies were found with the pump. The cylinder had wear at a fold in the middle of the cylinder body and an excess of air between the inner and outer tubes when inflated with syringe; bulging was present. A leak was also detected with broken fabric threads in the bonding joint of the proximal cylinder body. Based on the information available and analysis results, the wear and leak identified in the cylinder could have caused or contributed to the reported clinical observation of the hole in cylinder.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) did not work properly. Two weeks later, a revision surgery in which the left cylinder were removed and replaced due to a hole in the cylinder. The cause of the cylinder hole was not explained in detail by the hospital. No patient complications were reported.